Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempt was made to gather thorough event information during complaint processing; no further information could be obtained. When the device was returned to the manufacturer, reportable malfunction was recognized; thus, the date of awareness was considered as the date the device returned. The subject guide wire was returned for evaluation. The coil wire of the guide wire was elongated from the proximal solder. The elongated coil wire was tangled and fractured at a couple points. At the very end of the elongated coil wire, a ball tip (distal solder) was found. Along with coil elongation, the polymer jacket was found stretched and torn off. At approximately 13.5 cm from the proximal solder, the core wire was found fractured. The fractured core wire was twisted inferring that it became fractured due to excess torsion. Straightening of the coils was observed near the coil wire fracture. Diameter of the coil wire was getting smaller toward the fracture end. These findings suggested that the coil wire became fractured due to tensile stress. After removing the polymer jacket, the distal segment of the guide wire was observed. It revealed the guide wire was undulated and coils were disarranged due to torsion. The core wire was found fractured at approximately 0.2 mm from the middle solder. As seen on the proximal side of the core wire fracture, the core wire was found twisted. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was presumed that torsion exceeding the product's design limit was continuously applied while the wire tip was being trapped by the heavily calcified cto. The coil wire was assumed to be elongated by tensile stress applied at the time of wire removal from the vasculature since the ball tip was found on the distal wire end, indicating the guide wire was removed as a unit; however, damage of the polymer jacket was too sever to completely rule out a possibility that fragment(s) of torn polymer jacket might remain in the anatomy. Instructions for use states that: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the subject guide wire became unraveled during a pci to treat a mildly tortuous and heavily calcified cto in the mid rca. Two pci guide wires were used to try and cross the cto. Once across the lesion the intention was made to exchange for a rotawire and do a rotablation. The subject guide wire crossed the lesion; however, on trying to remove the wire it became stuck within the body of the lesion and then unraveled. The guide wire was removed from the anatomy. The case was successfully completed. Reportedly the patient was unharmed, made full recovery and discharged the same day. When the device was returned to the manufacturer, it was recognized that the core wire of the guide wire fractured and the polymer jacket was torn severely. Although no patient harm was reported, a possibility that fragment(s) of the polymer jacket might be left in the anatomy could not be completely ruled out.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.